Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a broken battery contacts issue with the adc reader. The customer reported that the "lug goes in properly, but it's bent.". As a result, the customer experienced hypoglycemia and was able to self-treat with sugar cubes. There was no report of death or permanent impairment associated with this event.